Event description:
It was reported that a spectrum pump alarmed false downstream occlusion. It was also reported that there was no patient injury.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. Evaluation confirmed the reported symptom of false downstream occlusion through the history log, but could not reproduce it during evaluation. Review of the calibration values under biomedical options shows the downstream sensor to be in specification. The device was calibrated to ensure proper occlusion detection.